Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an infusion of magnesium was programmed to infuse at 2gm(50ml/hr) was decreased to 1 gram (25ml/hr), however it was discovered to be infusing at 1ml/hr (0.04mg.hr) instead. There was no patient harm.